Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a "check connection" message, and during troubleshooting, it was found that the transmitter had disconnected and blood was present at the site. The sensor was removed, and the transmitter allegedly did not blink when placed on the first charger afterward. The event involved product(s) mmt-7040a, mmt-7715, mmt-7841zn, mmt-1884. Troubleshooting was performed for loss of communication and the issue was not resolved and later customer declined the troubleshooting. Troubleshooting was performed for site issues and transmitter charging it was reported that there was no led light on the charger and the customer had not replaced the aaa battery and was advised to install a new battery, but the led still did not flash and a replacement was arranged. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue to use the charger. Mmt-7715 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn. No product return is required for mmt-1884.